Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a pod6. During the procedure, the physician successfully deployed and detached the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance a pod6 into the same lantern; therefore, it was removed. The procedure was successfully completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.